Event description:
Pt reported she was treated with anterior lumbar interbody fusion procedure on (B)(6) 2011. Pt returned to surgeon on an unk date approx (B)(6) months post op, complaining of on-going pain. Examination revealed loose screws and reportedly fusion did not occur. Pt was returned to operating room on (B)(6) 2012, for additional surgery; the prior (anterior) hardware was left in place. Surgeon then also implanted posteriorly 4 screws, 4 caps, and 2 rods (non-synthes hardware). Surgeon noted that once he did final tightening of posterior hardware, the anterior hardware appeared to be ok, so he did not remove or adjust it. This report is #2 of 6 for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.